Event description:
Implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bruxism, immediate implantation, preceding/simultaneous bone augmentation, peri-implantitis, pain, swelling, bleeding, inflammation, mobility ((B)(6) are same patient).